Manufacturer narrative:
Additional suspect medical device component involved in the event: model: nm-3138-55, serial: (B)(4), description: dbs-extension. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 02:46 pm CT. The report number is being corrected from: 3006630150-2018-62366 to: 3006630150-2018-61647.

Event description:
A report was received that the patient, who is enrolled in the vercise dbs dystonia registry clinical study, developed and infection post-operatively at the extension site and was admitted. He was prescribed medication and underwent a skin excision and has been discharged. The event is currently recovering. The event was reported as unlikely related to the procedure and possibly related to the device and not related to the stimulation.

Manufacturer narrative:
Dob: 1972 (exact date is unknown). A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient, who is enrolled in the vercise dbs dystonia registry clinical study, developed and infection post-operatively at the extension site and was admitted. He was prescribed medication and underwent a skin excision and has been discharged. The event is currently recovering. The event was reported as unlikely related to the procedure and possibly related to the device and not related to the stimulation.

Manufacturer narrative:
Additional information was received that the patient had an infection at the connector site of the lead extension. The patient was admitted due to pain at the excision site. Initial laboratory results did not confirm an infection. An incision drainage was performed and an intraepidermal collection of pus was found. Antibiotics were given.

Event description:
A report was received that the patient, who is enrolled in the vercise dbs dystonia registry clinical study, developed and infection post-operatively at the extension site and was admitted. He was prescribed medication and underwent a skin excision and has been discharged. The event is currently recovering. The event was reported as unlikely related to the procedure and possibly related to the device and not related to the stimulation.